Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 199, 263, 148, 218 and 161 mg/dl. The customer¿s expected fasting blood glucose test result range is 90 - 133 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The customer had another vial of test strips that had been stored and handled correctly. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 360 mg/dl and 356 mg/dl using meter. The meter memory was reviewed for previous test result history: (B)(6).